Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that stored ventricular episode on (B)(6) 2017 contain noise that may be from medical procedure. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).